Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2ceyp, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indications for use. It was reported that the patient had a stage 1 on (B)(6) 2021, they were scheduled for phase 2 on (B)(6) 2021. The healthcare provider had to postpone the implant due to patient being covid positive. It was noted the patient used a heating pad on their lower back. The patient called the office on (B)(6) 2021 complaining of increased drainage and pain. A partner of the hcp saw the patient and put them on antibiotics due to diagnosis of infection. They were scheduled for phase 2 or explant with their original hcp the day of report depending upon appearance of the pocket site. When the patient was positioned for surgery, pus was coming out of the pocket site and the percutaneous extension site. The hcp decided to remove the lead, treat the patient and schedule full implant after the infection was resolved. It was noted the infection was not resolved at the time of the report.